Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely. The finalization of this case is in progress.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The glucose levels could not be lowered by the insulin pump and the patient was admitted to the hospital. At the hospital, the patient was treated with insulin via syringe or pen. No more information is available.